Event description:
It was reported that log files review was requested since a few instances of low voltage/no external power were noted. Log file analysis captured routine power source changes with 2 occasions of loss of external power events. The controller did switch appropriately to emergency backup battery (ebb) power during these events. It was recommended to ensure power connections and check battery for integrity.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 47 days (18nov2022 ¿ 04jan2023 per timestamp). On 13dec2022 at 21:58:52 - 21:58:53, 14dec2022 at 08:55:27- 08:55:28, and 21dec2022 at 22:03:04 there were no external power alarms while connected to the mpu due to losses of ac power. These alarms would clear once external power was reconnected and the backup battery provided power during these events. There were no other notable events in the log file. Pump operation was not affected. Additional information communicated on 17jan2023 indicated that the serial number of the mpu was unknown, that the patient had disconnected their mpu from the wall outlet, and that no products were exchanged. The root cause of the reported event was determined to be from the patient disconnecting their ac power cable from the wall outlet, as reported. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ instructs the user on how to properly exchange their power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that patient said they had disconnected the mpu from wall outlet. The alarms resolved. No products will be returned.